Event description:
It was reported that the patient experienced a change in therapeutic effect. The patient presented to the emergency room with increased pain and nausea. It was indicated that the pump and catheter had been replaced on the prior tuesday and there had been no internal drug rinsing of the new pump reservoir. At the time of report, the physician decided to refill the pump with a different concentration and deliver a therapeutic single bolus dose of 60mcg as they utilized the old drug for the new pump. The concentration was being changed from 300mcg to 1000mcg and the resultant bridge bolus would last 4 hours and 24 minutes. It was indicated that the old drug was 300mcg/ml fentanyl and 12mg/ml bupivacaine. It was stated that the patient was much better and was getting effective therapy. Additional information reported that systemically, the patient experienced pain and less than 50% therapy relief. The patient has not had effective therapy since the revision on (B)(6) 2014. Magnetic resonance imaging (MRI) and computed tomography (CT) were performed. The catheter tip was in the spinal cord. The plan was to explant. The catheter may be removed on (B)(6) 2014. Patient status at time of this report was alive; no injury. Additional information reported the catheter was in the cord from the time of the implant. There was no device issue. The physician removed the catheter from the cord and "cut off". A portion of the catheter was left attached to the pump in case the patient and physician decide to implant a new catheter at a later date. The pump was programmed at minimum rate of 5.8mcg day. The patient was not getting therapy at this time. The pump was delivering fentanyl 1000mcg; dose 48mcg per day. Additional information reported they are trying to manage with oral medication. The pump was delivering fentanyl 300mcg/ml; dose 350 mcg: bupivacaine 12mg/ml; dose 14mg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).